Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, nodules and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions ¿ if laser treatment, chemical peeling, or any other procedure based on active dermal response is considered after treatment with juvéderm vollure¿ xc, there is a possible risk of eliciting an inflammatory reaction at the implant site. An inflammatory reaction is also possible if the product is administered before the skin has healed completely after such a procedure. ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment, possible injection site responses after injection with juvéderm vollure¿ xc include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks and along the jaw line. A few weeks later the patient was injected with juvéderm® volift¿ with lidocaine in the nasolabial fold and marionettes. Prior to injections the patient was prepped with alcohol and chlorhexidine. Three months later, the patient had cool sculpting on the double chin. One week later, the patient noticed swelling and lump on the right prejowl area. Five days later, the patient developed another lump on the left prejowl area. Patient was treated with colchicine. Patient later developed nodules in both injection sites and was treated with prednisone, clarithromycin and hyaluronidase. Patient concomitantly takes lipitor, aspirin and bisoprolol. This is the same event and the same patient reported under MDR ID #3005113652-2017-01128 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® volift¿ with lidocaine.